Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was in offline. Patient profile order had an item: fluconazole 150 mg was not stocked in machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the system drawers were offline. The technical support specialist identified that the patient profile contained fluconazole 150mg, which was not stocked in the machine. Confirmed that fluconazole 50mg was available. Instructed the customer to contact pharmacy and update the patient order with the correct stocked item ID and resolved the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was in offline. Patient profile order had an item: fluconazole 150mg was not stocked in machine. There were no adverse events or injuries reported based on this event.